Event description:
On 05/10/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock c tip came off during insertion. Another ar-2324bcc biocomposite swivelock c was used to complete the case. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Additional information received on 5/30/2024:the swivelock eyelet broke off upon opening the package; it did not break during insertion or inside the patient. This was discovered during an rcr procedure.

Manufacturer narrative:
Additional information: b5, g4, h3, h6.

Manufacturer narrative:
The complaint allegation is confirmed. However, the allegation that this happened upon opening the box cannot be verified due to the lack of photos with original packaging. One unpackaged ar-2324bcc-2 serial/batch number (B)(6) was received for investigation. The visual under a magnifier, noted that the distal and proximal end of the bio was damaged. Functional testing was not performed due to the damage to the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the device during use.